Manufacturer narrative:
(B)(4). Date sent: 9/30/2024. B3: event year only reported: 2024. D4 batch #: x7032u. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damaged. During mechanical testing, it was observed that the trigger and the cut button did not return to their original position causing the jaw to not open. The device was connected to a gen11 and it was recognized, due to the condition of the device returned not all functional testing could be performed. Due to the condition of the device returned we were unable to investigate further the issue reported. The device was disassembled to verify the condition of the internal components, and it was found that the firing mechanism was broken inside the shrouds. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that excessive force in attempting to close the jaw may have caused this damage. A manufacturing record evaluation was performed for the finished device lot/batch x7032u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy there was tissue adhesion on the jaws. No patient consequences. This is a vet procedure.